Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was rising. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced discomfort, chest pain, palpitations, and phrenic stimulation. It was suspected there was possible perforation and cardiac tamponade. X-ray photo showed no findings of obvious ventricular perforation, but simple dislodgement was suspected. It was noted there was an increased pacing threshold. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.